Manufacturer narrative:
Manufacturers ref# (B)(4). D4) catalog# is unknown but referred to as cook celect platinum filter. G4) PMA/510(k): k233680. Investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: nov 2023 was when the filter was placed. On (B)(6) 2024 CT showed the 2nd legs were off to the side at about a 90° angle from the center of the filter. On (B)(6) 2024 image was looked at due to a port removal, and that is when it was noticed that a filter leg was missing, the secondary filter leg had fractured. On (B)(6) 2024 ivc filter retrieval - the filter was removed, but the secondary leg still remains in right ventricle. The patient did report that he had fallen about 1½ months ago. The physician stated that since it has been that way for approximately (1) month with no issue they were going to leave it alone and continue to monitor when needed. Clinical specialist was present for the case. Patient outcome: the secondary leg still remains in right ventricle. The physician stated that it had been that way for approximately 1 month with no issues.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: approx. Four months after placement of a celect-pt filter the secondary filter legs were at about a 90° angle and three weeks later a secondary leg had fractured and was missing. The filter was removed one month after the noted fracture, but the secondary leg remained in the right ventricle and had been for one month with no issues. The celect-pt filter was returned and a secondary filer leg had fractured as reported. The leg had fractured close to the filter hook, but a detailed analysis by a scanning electron microscope did not reveal any defect in the material, but concluded that a combination of fatigue, ductile and shearing forces led to the final fracture of the leg. A single undated fluoroscopic image photographed from a monitor was provided. A wire superimposed over either the heart or the left lower lobe was consistent with a secondary filter leg. The complaint of secondary filter leg fracture and embolization is confirmed however embolization to the right ventricle cannot be confirmed. Based on the single image provided, filter leg could have been in the right ventricle, the myocardium, the pericardium, or the left lower lobe. The leg may have fractured and embolized prior to the CT. Cardiac motion on routine cts can make embolized filter fragment detection difficult. The embedded filter hook, caval tilt, and secondary leg angulation and fracture without caval penetration or perforation suggest filter implantation across the renal veins with secondary leg splaying into one of the renal veins. This specific scenario and fracture risk is discussed the IFU. Right ventricular filter legs can migrate through the pericardium and therefore may not always remain asymptomatic. Filter fracture has been reported and may be either symptomatic or asymptomatic. Fracture of a filter leg may be due to repetitive motion on a filter leg in an unusual, stressed position, such as a filter leg penetrating/perforating the ivc; or a filter leg being caught in a side branch (e.g., a renal vein). Other potential causes of filter fracture may include excessive force or manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Retrieval of a fractured filter or filter fragments (including embolized fragments) using endovascular techniques has been reported. Potential adverse events that may occur include, but are not limited to, the following: filter fracture, filter or filter fragment embolization, trauma to adjacent structures. There are adequate controls in place to ensure this type of device was manufactured to specifications. Cook was unable to conduct a review of the device history record, as the lot number of the complaint device was not provided for the investigation. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.